Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold measurements were high. The right ventricular (rv) lead is in the his bundle and has high threshold and no sensing at times. Interrogation also noted that the cardiac compass has invalid data. Both leads and the device remain in use. No patient complications have been reported as a result of this event.